Event description:
It was reported that the implant was removed due to pain and swelling at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the implant identified no malfunction with the implant. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. The device could not be functionally tested for the reported failure (pain). Patient was reported to have moderate density (type ii) bone. The reported device had been placed on tooth #12 for approximately 1 month. Complainant reported that the implant was removed due to pain and swelling at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.